Manufacturer narrative:
The user facility is outside of the u.s. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4) 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6) 2010. Pt underwent revision surgery on (B)(6) 2011. Patella resurfacing procedure was being performed due to pain. The surgeon elected to revise the tibial component as it was noted during surgery that the baseplate had been cut in a slight varus. No further complications have been reported.